Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 450 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 454 mg/dl. Customer was treated with insulin pump and manual injection. Customer did not alleged insulin pump was under delivering. Customer did troubleshooting for cosmetic damage. Customer passed self as well as displacement test. Auto mode feature was not active at the time of high blood glucose incident. The call was ended up with the blood glucose level of 533 mg/dl. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Device received with cracked case at belt clip rail corner. Tested with a test p-cap and the test p-cap locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 450 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 454 mg/dl. Customer was treated with insulin pump and manual injection. Customer did not alleged insulin pump was under delivering. Customer did troubleshooting for cosmetic damage. Customer passed self as well as displacement test. Auto mode feature was active at the time of high blood glucose incidence. The call was ended up with the blood glucose level of 533 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.